Event description:
On 1/25/2023, it was reported by an arthrex employee via email that an ar-1317ft nano corkscrew at the mating part of the screw and inserter broke. A new product was used to complete the case. This was discovered during a procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1317ft serial/batch number (B)(6) was received for investigation. No functional testing was performed for this device due to stabilizing clip pushes back during use. Visual inspection found that the device arrived for investigation with the stabilizing clip passing the driver shaft ¿winds¿ showing the tip of the driver. Per assembly technique ai-0030 the clear clip does not sit to the end of the driver. The observed condition is most likely the cause of using excessive during insertion/use. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided.

Event description:
Additional information received on 1/27/2023: this was discovered during a hand ligament procedure and completed by removing all broken fragments and implanting an ar-1318ft corkscrew ft instead.